Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. There was concern that the device longevity was less than four years, and the battery voltage depleted significantly in a six month period. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. A review of the save to disk found no anomalies. The device was returned and analysis found that it met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.